Event description:
It was reported, the amplitude increases when the "minus" button on the programmer is pressed. The "plus" button works as intended. Changing the batteries did not provide resolution. As a result, a replacement programmer was sent to the pt to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.